Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No critical pump error (open book image) or critical alert noted during testing. During visual inspection, the electronic assembly, motor and force sensor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. Troubleshooting performed for critical pump error. The insulin pump will not be returned for analysis.